Event description:
It was reported that there was a volume discrepancy problem. The actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 20 and the erv was 1 at refill on (B)(6) 2014. This was not the first refill after an implant/revision/replacement. The pump was last refilled before in (B)(6) 2014. There had been no history of volume discrepancies that the healthcare provider (hcp) was aware of. A catheter study was planned. The patient complained of increased pain and it been getting worse over several months, coinciding with october refill cycle when drug was not delivered. It was noted that there was a low reservoir alarm prior to the december 9th refill. No other alarms reported that indicated a problem with the pump. They had not given a therapeutic bolus. The dose was dropped to 3mg/day from 15.817mg/day and the patient was going to be managed with oral medications. The pump system was delivering bupivacaine, prialt and dilaudid. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).